Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) provided inappropriate shocks and anti-tachycardia pacing (atp) for supraventricular tachycardia (svt). Technical services (ts) recommended programming options. This device remains in service. No additional adverse patient effects were reported.